Event description:
As reported by the user facility: reported issue per customer: "recently there have been complaints that even when tightening the IV catheter to the IV tubing there is leaking of the fluids, blood, and even the meds for sedation." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.